Event description:
A surgeon reports performing a lens exchange due to a patient's complaint of poor (blurry) near vision following unilateral intraocular lens implant surgery. The lens was replaced with a lens model from another manufacturer. The patient is now satisfied with her near vision, but complains of extreme glare with the replacement lens. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.